Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos pcb and gpos pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up to a usable state. No pt or user injury was reported.